Event description:
Lead glass shield became loose and unattached from ceiling mounted counterpoise, allowing shield to fall, tech pushed shield away, keeping it from hitting pt at full force. Shield did graze pt requiring x-ray for possible injury.